Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of the customer-provided data indicated that the specificity for kit lot 718467 was 99.61% with 95% confidence limits of 99.32% to 99.80%, and for kit lot 737468, the specificity was 99.87% with 95% confidence limits of 99.62% to 99.97%. No calibration or quality control data were available for review, and no pre-analytical or instrument-related issues were identified. Internal release testing confirmed that all specifications for kit lot 718467 were met. Single false reactive results may occur with this assay. The customer switched to kit lot 737468, which performed as expected in their laboratory. A definitive root cause for the reported event could not be determined.

Event description:
The initial reporter alleged low specificity in the hiv duo elecsys e2g 300 v2 assay when tested on the cobas e 801 analytical unit. The customer provided data for two different kit lots of the hiv duo elecsys e2g 300 v2 assay. For kit lot 718467, a total of (B)(4) results were reported, including 13 reactive results. Of these, 1 was a true positive, and 12 were false reactive results, yielding a specificity of 99.61% with 95% confidence limits of 99.32% to 99.80%. For kit lot 737468, a total of (B)(4) results were reported, including 3 false reactive results, yielding a specificity of 99.87% with 95% confidence limits of 99.62% to 99.97%.